Event description:
Home patient reported a cracked minicap. The home patient noted the crack close to the fingergrip area, toward the closed end of the cap. Home patient noted nothing unusual prior to use. Per the home patient, no patient injury was associated with this incident.